Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2020, the patient was being treated for stenosis in the iliac artery using a gore® viabahn® vbx balloon expandable endoprosthesis. It was reported the stent graft separated from the catheter while being advanced through the patient iliac artery. The physician stated the cause was the anatomy was heavily calcification. A snare catheter was used to remove the fully constrained stent through the sheath. Another gore device was used to complete the procedure.